Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The reported crossloop guide wire was returned for investigation. The outer coil of the crossloop guide wire had detached from proximal solder (set at 30mm from the tip for the purpose of fixing the outer coil onto the core wire). Microscopic observation of the outer coil fragment found disarranged coil at approximately 6-10mm from the tip. Microscopic observation of the proximal solder on the core wire found solder material exposed and traces of transfer mark of the outer coil on the surface of the solder material, indicating that the outer coil was detached from the proximal solder. The core wire was fractured at approximately 27mm distal to the proximal solder. The proximal fracture end of the core wire was twisted and had a flat fracture surface, indicating that the core wire was fractured due to accumulated torsion. The outer coil was then loosened to expose the distal fracture end of the core wire. Microscopic observation found that the core wire was fractured at approximately 3mm from the tip. The distal fracture end was twisted and had a flat fracture surface, indicating that the core wire was fractured due to accumulated torsion. Measurement of the returned guide wire confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion might have been applied on the tip of the crossloop guide wire while the tip of the guide wire was trapped due to anatomical and lesion conditions. Consequently, the outer coil was disarranged and the core wire was fractured. As stress was further applied on the proximal solder during removal, the outer coil was fractured. Although it was concluded that this event was not attributed to product quality, a possibility could not be ruled out that some wire fragments might be left in the patient anatomy if it were to recur. Delay of the procedure was considered an adverse patient effect. No CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse events] damage such as separation

Event description:
It was reported that an asahi crossloop guide wire was used for a plain old balloon angioplasty (poba) to treat a moderately calcified and moderately tortuous chronic total occlusion (cto) in the anterior tibial artery. Due to tortuosity of the take-off of the proximal anterior tibial artery, the crossloop guide wire was shaped manually to cross the lesion. After crossing the cap of the cto, the tip of the crossloop guide wire entered the subintimal space through a dissection plane created during guide wire manipulation and navigation. The physician felt that the guide wire was in the subintimal space and then removed the guide wire. The tip of the removed crossloop guide wire was found fractured. No additional device was required for removal since the fractured tip remained within the support catheter. The wire fragment was successfully removed from the patient anatomy. The procedure was continued using a terumo glidewire gold guide wire. However, the vessel was not revascularized and the procedure was discontinued due to vessel dissection and sub-intimal expansion. The patient was discharged and another procedure was being considered. It was informed that there was no adverse patient effect associated with this event.